Event description:
It was reported via phone call that they were experiencing low blood glucose . The customer's blood glucose level at the time of incident was found to be 52 mg/dl. The blood glucose at the time of call was unknown. The symptoms for low blood glucose level were none. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.